Event description:
In 2003, three cortical bone screws with an external fixation system were inserted into the pt's femur to treat a fracture. In 2004, after progressive weight bearing and dynamization, the three bone screws broke. Another surgery was performed and the broken screws were completely removed. The pt is expected to heal as desired.